Manufacturer narrative:
(B)(4). The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2018 that a wallstent biliary uncovered stent was to be used to treat a stricture in the common bile duct due to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, there was difficulty inserting a guidewire through the delivery system though a sterile saline solution was used to flush the delivery system. The papilla was cut to gain access in the bile duct (papillotomy). The wallstent delivery system was then advanced to the target area and the stent was attempted to be deployed. However, there was difficulty deploying the proximal end of the stent. Reportedly, the wire order in the opened loop end of the stent formed an irregular shape. The stent was removed with a snare and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.